Manufacturer narrative:
(B)(4). Received was an integrated tube/cord sets unitized p/n 80-1189; lot # hh0245. There was a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and was aligned with end of the top connector. The damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. The hole is consistent with the use of a ji2000, which is not recommended for use with this tubing set. A review of the DHR did not show any anomalies during the manufacturing process. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that there was leakage from a hole on tubing at the spike side during preparation before the surgery. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient.